Manufacturer narrative:
Additional information regarding the failure investigation was received on (B)(6) 2019: the fiber was found between the outer plastic shrink wrap and the box itself. The hair did not impact the sterile barrier, which is contained within the outer packaging (the box). This is a cosmetic/appearance defect that will not cause injury and is unlikely to render the product unusable or difficult to use. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was received, and a fiber was observed between the shrink wrap and the box. The fiber, of approximately three cm long was removed for further analysis and was identified as hair by infrared spectroscopy. This is not considered a critical defect, however it was concluded the issue is manufacturing related. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to surgery, a hair was found under the solufe plastic and outside the implant box of a mentor cpx4 with suture tabs, med height, smooth tissue expander 550cc. There was no patient contact. No other additional information is available.